Manufacturer narrative:
Device was returned to the MFR for eval. The visual macroscopic exam shows that the insulation on the instrument has peeled back by approx 13 mm from the tip. The reported event indicates that the needle was used in a relatively hard bone. Excessive manipulation during insertion may cause the coating to peel off. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the coating on the pedicle probe was peeling off during the procedure. It was reported that the instrument was used in the hard bone. No pt complication was reported.